Manufacturer narrative:
On an unreported date in the beginning of 2017, the peritonitis event occurred. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with cefoperazone (intraperitoneally, dose and frequency were not reported) and cefazolin (intraperitoneally, dose and frequency were not reported). At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available as the reporter declined to provide additional information.